Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed as an interim resolution. Provocative testing was performed but no anomalies were observed. Lead damage was suspected but it was not confirmed. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable.